Event description:
It was reported the inserter shaft broke upon inserting the vu a pod-l trial into the patient. On (B)(6) 2014, additional information was received. The surgery was lateral implant surgery l1-l2. The inserter (31-40-0282) tip broke off in the vu a pod-l trial. The surgery time was increased 7 to 8 minutes. The surgeon used two kocher instruments to remove the trial. The customer confirmed there was nothing wrong with the trial; it was the inserter that broke. The trial was returned and was unusable because it had the tip of the inserter in it. The surgeon used a trial in the next size up to determine the correct implant size to use to complete the surgery. There were no parts of the device retained inside the patient. There was no adverse consequence or injury to the patient reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.